Event description:
It was reported by the hospitals pathology department, the valve was explanted and upon gross examination, fibrin deposits were observed on the valve. The pathology department was unaware of the reason for explant. Additional info has been requested.